Event description:
It was reported patient was not able to enter MRI mode due to high impedance on the left lead. Patient also experienced pain at the ipg site due to significant weight loss. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient was not able to enter MRI mode due to high impedance on the left lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.